Event description:
It was reported that the 9600 system had a check sum error would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced during the service call. The system was tested and found to be working as intended and put back into service.